Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was determined to be the hicura scissors has a week point regarding the retaining function of the connection between jaw insert and handle regarding transmission of the cutting force. It is also assumed that over time the closing force drifted out of specification. Furthermore, it is also likely the high flexibility of the proximal end of the jaw insert, which is required to ensure an easy assembling of the instrument and to prevent damage of the proximal end, is also increasing the likelihood of the occurred phenomenon. A design change has been initiated to prevent further occurrences. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a shaft ¿hicura¿, 5 x 330, monopolar, the shaft (the ball at the distal end of the inlay) detached from the handle, and the shaft and inlay could not be removed from the trocar. The user then closed the branches of the scissors from another trocar with pliers to remove the inlay and pipe shaft. The event occurred during the therapeutic (laparoscopic) procedure and was completed with a similar device. There was no patient harm associated with the event. The report is linked to patient identifiers: (B)(6).